Event description:
It was reported there was a 2.75mm x 22mm and a 3.0mm x 18mm resolute integrity (rx) drug eluting stents implanted in the distal and proximal lad respectively in a patient. It was reported that when the stents were viewed through the stent boost, it showed that a strut fracture occurred. No patient injury occurred and no clinical sequelae were reported. Cine image review: there was diffuse disease evident in the proximal to mid lad, which was pre-dilated with a 2.0 x 10mm balloon. There did not appear to be any issues with the deployment of the stents except that the distal end of the more proximal stent appears to meet resistance to full concentric deployment. Stent boost images of this device appear to show a gap or distortion on the distal end of the deployed stent. But there is no evidence of stent weld or stent material breakage in the stent boost images. The images confirm stent material distortion.

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation, collapse, or fracture). Patient condition affected effectiveness of the device (diffuse disease). Conclusion: device failure/lack of effectiveness related to patient condition (diffuse disease). (B)(4).